Manufacturer narrative:
This report is submitted august 20, 2018.

Event description:
Per the clinic, the patient experienced pain resulting in the decision to explant the device on (B)(6) 2018. The patient was not reimplanted with a new device.